Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient¿s blood glucose, carbohydrate intake, and insulin history is as follows: (B)(6). She felt very brittle, also underwent recent bariatric surgery and was vomiting. She was also taking antibiotics for a wisdom tooth infection. The pod was removed and it was noticed that the cannula was not properly inserted into the skin. The pod was worn between 1 and 4 hours on the abdomen. She went to the hospital and upon arrival her bg reached 33 mmol/l (595 mg/dl). At the hospital she was diagnosed with diabetic ketoacidosis and they placed her on an intravenous therapy of insulin. She was also given anti-nausea medication of gravol.